Event description:
A home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp homechice machine during dwell 2/3 of their automated peritoneal dialysis therapy. Reportedly, the hp noted solution under the door of the homechoice machine. When discarding supplies the hp also noted solution inside the door and around the cassette of the homechoice set. Baxter's tsc assisted the hp in ending therapy early. The hp discontinued their treatment. No patient injury or medical intervention was associated with this incident, per the hp.